Event description:
It was reported that during a roux-en-y gastric bypass procedure, the surgeon performed a leak test after the procedure by using water in the abdomen and having the anesthesiologist blow air through a gastric tube. The surgeon discovered a rather large hole in the stomach. It appeared at the position of the 3rd stroke of the 2nd firing. It seemed that the stapler did cut but didn't staple. They used reload shows that it is fired for 2/3 based on the position of the driver. The surgeon used the same stapler during the rest of the procedure without problems. This is probably the reason that he discovered the defect at the end of the operation. It is unclear how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with no visual non-conformances and with two ecr60b cartridge reloads present. Reload b was received fully fired. Reload c was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload c, was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.